Event description:
The contact stated the customer tested her blood glucose using her contour meter and received a reading of 130 mg/dl. The customer's son was concerned about the way she was acting, so paramedics were called. The paramedics tested her glucose using their meter and received a reading of 31 mg/dl. The customer was treated with glucose and was taken to the hospital, where she was kept overnight. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.